Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the system was explanted on (B)(6) 2017. The manufacturer representatives were notified on 2017-03-15. The reporting manufacturer representative was not aware of the reason for the explant, if there were any related environmental factors, diagnostics taken, interventions performed, or when the issue started. The hospital had the explanted device; it was unknown if the devices would be returned to the manufacturer for analysis. It was asked but unknown if the issues had resolved with the explant, the patient¿s status at the time of the event, the patient weight, and the patient¿s medical history. It was stated that the system had been replaced with another manufacturer¿s system. No further complications were reported. Follow-up for the missing information was initiated. Additional information was received from the healthcare provider. It was reported that the ins was explanted because it never worked well. The device was not being returned for analysis. The patient was currently healthy. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.